Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the tip of the device had become detached from the t-handle portion at the weld point. The laser lines of the device were heavily faded, and no lot number was present indicating that the device is at least 4 years old per the revision history of the drawing. It is possible that the device was mishandled or dropped on a hard surface therefore causing the tip to dislocate from the t-handle. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that the calibrator broke on the device. The procedure was completed with no patient harm or time delay to the case. The affiliate reports that there is no further information available. Additional information received from the affiliate on (B)(4) 2019 reporting that lot number of the device is unknown. The affiliate also stated that the date of the event was (B)(6) 2019. It was also reported that the device broke during the procedure and the surgeon used a different material to complete the procedure.